Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited the site and confirmed that the system was unable to boot. Fse performed troubleshooting and showed the small ups wasn't powering on. To resolve the problem, the fse bypassed the ups with a jumper. Philips has initiated a field safety corrective action (2024-igt-bst-009). After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptable power supply was unable to power on, preventing the system from booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.